Event description:
It was reported that an insulin gauge displayed a different amount than expected, which was due to a cartridge leak during the loading process. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to load a new cartridge and decided to continue using the current one, with the option to follow up if needed.